Event description:
It was reported in early 2008, the patient was hospitalized and on life support after going into withdrawal. No additional information was provided. Additional information has been requested, but was not available on the date of this report.